Event description:
A talent stent graft located in the infra renal aorta that was implanted on an unknown date, as well as another manufacture's renal stents, to treat a abdominal aortic aneurysm. It was noted that the talent device was used outside the IFU, a tube graft was placed when a bifurcated stent graft should have been used. Two renal snorkels were placed. The talent device had migrated overtime, the renal stents fractured, and the patient developed a new aneurysm where the bare stents were in opposition to the aortic wall. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Per the physician, the bare stents from another manufacturer may have contributed to the new aneurysm.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.